Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage from the catheter extension tube for power injection was found. There was no patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown. One 5 fr triple lumen powerpicc was returned for evaluation. An initial visual observation showed use residue throughout the sample. Each lumen was flushed with a 12 ml syringe of water. A spraying leak was observed approximately 8.8 cm distal to the molded joint when the grey lumen was flushed. A microscopic observation revealed a small split in the catheter at the leak site. Some of the catheter material was observed to connect the outermost edges of the split in its center. The fracture surfaces of the split were observed to be rough and granular in texture, but mostly even. While the exact cause of the split is unknown, it appears as though the damage originated from the interior of the catheter or possibly due to a compressive force. Possible contributing factors of the damage include securement technique, fatigue failure, and chemical degradation of the material. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reprted that leakage from the catheter extension tube for power injection was found. There was no patient injury reported.